Event description:
It was reported that the customer experienced an alarm 2 and alarm 26, related to recurring occlusion events with their insulin pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer resolved the issue by resetting the pump and resuming insulin. Despite attempts to contact the customer for additional assistance, the technical support team was unable to reach them for further follow-up.